Event description:
It was reported the patient underwent right tka procedure. Subsequently the patient was revised for femoral and tibial loosening approximately 2 years post implantation.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products with mdrs. 42502605802 femur cemented cruciate retaining std rt size 5 lot# 64586991 MDR: 3007963827-2022-00296. Associated products: 42522100310 articular surface medial congruent (mc) right 10mm lot# 64323804. 42540000032 all poly patella cemented 32 mm diameter lot# . 42509902525 2.5 mm female hex screw 25 mm length lot# 64880177. 00579104100 headed screw 48 mm length lot# 64874198. 00590102000 headless trocar drill pin 3.2 mm diameter 75 mm length lot# 64809345.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. No compatibility issues were noted. X-ray evaluation by third party hcp states that periprosthetic lucency surrounding the tibial component is likely consistent with loosening. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.